Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 21cm of the tip portion of the watchman access system (was). The rest of the device was detached and not returned. Analysis of the cut end of the was indicated that it may have been kinked prior to being detached. The analysis of the portion of the was that was returned showed that there was inner liner delamination. A portion of the liner was visible outside the device. The tip of the device appeared to have been damaged by the anchors of the closure device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed. Prior to release they noticed what they thought was possibly thrombus forming at the end of the was; it had a string like appearance. The closure device met release criteria and was released in the laa. They then pulled the was into the right atrium and the unknown material came with it. Aspiration was attempted. They then decided to pull the was across the septum and remove it from the patient. Outside of the patient it was confirmed to not be thrombus. It looked like a little filament or string about a centimeter long, hanging over at the end of the was. They believe it was part of the inside of the sheath. Thorough transesophageal echocardiogram imaging was performed to confirm there was nothing left in the patient. There were no patent complications. The patient was doing great.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed. Prior to release they noticed what they thought was possibly thrombus forming at the end of the was; it had a string like appearance. The closure device met release criteria and was released in the laa. They then pulled the was into the right atrium and the unknown material came with it. Aspiration was attempted. They then decided to pull the was across the septum and remove it from the patient. Outside of the patient it was confirmed to not be thrombus. It looked like a little filament or string about a centimeter long, hanging over at the end of the was. They believe it was part of the inside of the sheath. Thorough transesophageal echocardiogram imaging was performed to confirm there was nothing left in the patient. There were no patent complications. The patient was doing great.